Event description:
After successful delivery of a gore tag endoprosthesis device, the 22fr gore tag introducer sheath was being removed from the pt and hit a heavily calcified spot in the vessel. This ruptured a portion of the common iliac artery. A right side retroperitoneal incision was made and a surgical graft was successfully placed to repair the vessel. The pt is currently doing well.